Event description:
Information received indicates the brake casters are not holding at the head end or the stretcher and foot end casters are stuck in brake.

Manufacturer narrative:
The technician found the hex rod and brake pedal was bent and the head end brake casters were not holding or locking into brake due to wear. The technician replaced the hex rod, brake pedal and head end brake casters to repair the stretcher.